Event description:
It was reported that during pulse generator replacement, a loss of output occurred upon removal of the device from the pocket and the patient experienced bradycardia. The device was explanted and replaced.